Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 12-0x2071 and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, and was assisted with pump reset before call was dropped and technical support attempted a call back and left voicemail; no additional information was received regarding the outcome of event.